Event description:
In 2006 a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, three contralateral leg components, and an iliac extender component were implanted to repair an infrarenal abdominal aortic aneurysm. One month later, a postoperative computed tomography scan revealed mild infolding and kinking of the distal device limb implanted in the right common iliac artery. Approx 2 months later, the physician performed angioplasty which successfully resolved the infolding without residual stenosis. The pt tolerated the procedure.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork is being conducted.